Manufacturer narrative:
Gehc technical support suggested cleaning and/or replacing the bypass valve and possibly the ez change module. Patient identifier could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call. (B)(4).

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.